Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead implant attempt was unsuccessful due to difficult patient anatomy. The lead could not be stably implanted and high thresholds were observed. The lead was removed and the patient may be reviewed for future epicardial lead placement. No patient complications have been reported as a result of this event.